Event description:
User reported leaking, even though she was sure the cup was inserted correctly. Lena cup sent her a new large cup to try, as opposed to the one she was previously using which was a small. She continued to have leaking, and experienced extreme pain when using the cup. After visiting her gyn she was diagnosed with a retroverted uterus, which was also the reason why she had leaking.